Manufacturer narrative:
The insulin pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump passed the sleep current measurement and active current measurement test. The insulin pump was received with normal operating currents. No unexpected power loss alarm noted. However, unexpected low battery alarm and replace battery alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Event description:
Then customer reported via phone call that the insulin pump alarmed power loss. The customer's blood glucose was 136mg/dl at the time of incident. Customer stated they received a replace battery now without any warning, changed battery and after 2 hours got power loss alarm. Customer did not receive a power loss alarm after changing battery. The insulin pump was returned for analysis.